Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient underwent was presented with spondylolisthesis with stenosis l3-l4; degenerative change at l2-l3 with mild scoliosis, status post fusion at l4-l5 ana l5-s1 so he underwent following surgery laminectomy, facetectomy, and foraminotomies of l4; gill procedure of l3;decompression of l2 with posterolateral fusion and instrumentation, l2-l3 and l3-l4; exploration of fusion at l4-l5; transforaminal lumbar interbody fusion, l3-l4, with reduction spondylolisthesis with insertion of graft at l2-l3 for fusion. As per records ¿.. Space was opened using a 15-blade. Disk material was removed using pituitary. A sized and appropriately-sized graft, rhbmp-2, and bone graft was packed anteriorly. The graft was tamped into place with an excellent interference fit. Distraction was released and compression was applied across the graft. At l2-l3 interval, the conus was noted; and just proximal to this interval, there was full intention of not putting any pressure on the thecal sac whatsoever at this interval..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.